Event description:
It was reported that the patient presented for a follow up visit with anxiety. Upon interrogation it was observed that no capture was observed on the right ventricular (rv) lead at high thresholds. The rv lead was found to have dislodged. The physician tried to re-position the rv lead, but the lead's helix was not moving. The rv lead was therefore explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were dislodgement, failure to capture, and the helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of helix mechanism issue was confirmed. Visual inspection of the lead found the helix was fully extended with sign of blood. X-ray inspection found the inner coil over-torque at the connector region consistent with procedural damage. After cleaning, the helix was able to be retracted and extended when torque applied directly to the inner coil. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil.